Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. The pump user guide states do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge intermittently displayed an inaccurate fill estimate. Customer provided a blood glucose of 350 mg/dl. Reportedly, the customer had been refilling and reusing the cartridges outside of the load sequence, and was not performing the air removal step of the load sequence. However, the fill estimate issues persisted after the customer began adhering to proper load technique. Reportedly, the customer continued to use the pump for insulin therapy.